Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of the bd plastipak¿ syringe leakage occurred from the side of the catheter. The health care professional confirmed the catheter was damaged.

Manufacturer narrative:
Investigation summary: one used actual sample was returned in opened packaging. The actual sample was subjected to visual inspection. No abnormalities were observed on the catheter adapter of returned sample, but cannula pierced through catheter was observed. The returned sample was subjected to leak test. The sample had failed the leak test. The sample was challenged at the automated vision inspection system. The system was able to reject the nonconformance and the sample was sent into the reject bin. The leak from the catheter was caused by the cannula pierced through catheter. The cannula pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. DHR review shows no quality notification was raised for similar nonconformance during the production of this batch. No abnormality was found on the preventive maintenance, calibration and equipment history records. The root cause of the nonconformance could not be determined. The trend of this nonconformance will be monitored.

Event description:
It was reported that after use of the bd plastipak¿ syringe leakage occurred from the side of the catheter. The health care professional confirmed the catheter was damaged.